Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the patient got burn injuries while doing breast operation.

Manufacturer narrative:
One device was received for evaluation. The returned sample met specification as received by medtronic. A visual inspection of the generator¿s exterior found no obvious issues. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.